Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was programmed with 200 mg/dl bg, 40 grams food. Bolus wizard was estimated at 5.75 units. It was delivered 5.75 units and recorded in bolus history screen. The insulin pump also had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump did not estimate the correct amount of insulin for treatment. The customer stated their blood glucose would be 44 mg/dl and the insulin pump would estimate 1.5 units of insulin for treatment. The customer also reported a hospitalization event on (B)(6) 2014 for low blood glucose. The customer stated their blood glucose declined to 37 mg/dl, prompting them to be admitted. The customer's blood glucose was 29 mg/dl at the time of admission. Customer reported the perceived cause of their low blood glucose was from the insulin pump. The customer was not in a vehicular accident. Troubleshooting found the customer had 8 no delivery alarms in their alarm history. Customer reported the alarm was resolved by a complete set change. The insulin pump will be returned for analysis.